Event description:
It was reported that this implantable pacemaker had stored inappropriate atrial tachy response (atr) events due to farfield r-wave oversensing (ffos). Technical services (ts) was consulted and recommended programming from fixed to automatic gain control (agc) sensing for both the right atrial (ra) and right ventricular (rv) channels. At this time, the pacemaker system remains in service and there was no adverse patient effects reported.